Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose, however, a specific value was not provided. Reportedly, the customer had consumed carbohydrates and did not deliver a bolus. The customer declined further troubleshooting with tandem technical support.